Manufacturer narrative:
The x-ray relay control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned standalone xrelay board found that the reported event was related to an electrical issue. The board did not pass bench testing with both ac / dc voltages not present. 0 volts, fans do not come on, and no leds are on. The relay did not pass, output pins 1 and 2 had a low resistance internal shorts. Varistor measured open. The board failed visual inspection with electrically overstressed components identified. The reported event was confirmed.

Manufacturer narrative:
Onsite investigation was preformed and the field system engineer discovered that the stand-alone board had failed components on it along with blown f4 and f10 fuses. Replacement of the stand-alone board, x-ray relay board and the fuses resolved the issue. No further issues were reported. Blown fuses were discarded by the site and will not be returned to manufacturer for analysis. Stand-alone board and x-ray relay board were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they were bringing in the imaging system for a post-op spin and smelled a burning smell, but were unable to identify where the smell was coming from. Placed the system around the patient and the system was unresponsive on "initializing please wait" and had a red "x" for the generator. Removed the system from around the patient and placed in the hallway for further troubleshooting. Patient was getting CT for post-op imaging. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.